Manufacturer narrative:
For regularization - retrospective review / FDA request. This batch of screws has no manufacturing defect. The failure encountered is in no way related to the conditions of implementation. The observation of the screw reveals a damage of the nets present on the cone of entry. They are lying back and forth. The nets played their role of fuse, avoiding the rupture of the soul of the screw. Having little to say about the circumstances of the rupture, we explain this failure by one of the following three factors, or the accumulation of two or all of these factors: the first concerns the implantation zone, the femur, which makes screw placement more delicate in the in / out technique. The screw being engaged by the arthroscopic way, it is particularly difficult to introduce the screw perfectly in the axis of the tunnel. During screwing, the screw produced a divergent path to the tunnel, causing significant stresses on the tip of the screw, including the passage of the cortical wall. These constraints caused the tilting of the nets. As soon as the threads of the entry cone were damaged, the screw had lost all bite and could not progress. The second concerns the nature of the patient's bone. In the presence of a very hard bone, the cone of entry of the screw came up against the cortical bone. The surgeon's insistence on advancing the screw into the tunnel caused the threads to rub against the cortical bone and cause them to tilt. As soon as the threads of the entry cone were damaged, the screw had lost all bite and could not progress. In view of the damage of the nets on the cone of entry, it is not excluded to think that the diameter of drilling of the tunnel was <9mm. The third concerns an insertion of the screw without prior tapping of the tunnel, which accentuates the level of stress exerted on the tip of the screw during its insertion, and which can potentially, in some of figure, cause the damage of the latter : bone of high density, insertion path of the screw diverging from the axis of the tunnel, etc.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. "In the moment of screw insertion, the screw broke during the first turn of driver."